Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to moisture damage keypad traces. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was playing basketball and the alarm could not be cleared. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.